Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was repaired and the gib and ffb flash memory was reloaded. The system was then found to be operating as intended.

Event description:
The customer reported that the system shut down without command in the middle of a case. There is no report of patient injury associated with this event.